Event description:
The hospital reported that an old version of an instruction manual for an olympus cf-p20s colonoscope did not include instructions for removing the distal hood from the scope after the instrument was used for patient procedures. As a result, the hood remained on the old colonoscope during cleaning and reprocessing. Hospital personnel recently removed the hood from the distal end and discovered particulate material, i.e., possibly stool, on the threads inside and outside of the distal hood. They have no record of complications associated with use of the scope.